Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that as it was opened, it was found out that the needle and suture were detached. No patient involvement. No delay in the procedure, just the time it takes to open another product.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, for the same issue closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. However, considering that there are previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received in the previous complaints showed that the needle escaped from the thread. Final conclusion: considering that the samples received in previous complaints of the same code-batch did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received in previous complaints. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.